Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "pain in both breast", "right breast gets also swollen from time to time and when this happens it gets hot and stretch marks look bright red", breast implant feels rippled, and per first ultrasound the device shows a possible rupture. Patient has immune issues for the past five years-endometriosis, arthritis, crows disease, joints swelling, inflammation on the pelvis, hae (hereditary angioedema). Patient currently requires blood infusions 3 times a week. The device remains implanted.